Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 280 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states that display did not return after restart. Customer stated that the insulin pump had multiple pump error and was able to rewind the pump. The customer was assisted with self test and the insulin pump passes the self test. The insulin pump will not be returned for analysis.